Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the cannula did not insert into the infusion site (unspecified) and that the pink slide did not move forward when the pod was activated, indicating a needle mechanism failure. The pod was worn for less than one hour. No impact to the patient¿s blood glucose level was reported.

Manufacturer narrative:
The device was received deployed. The data shows the device completed both the first and second priming sequences and was then deactivated. No timeouts or drive stalls were seen in the download data. No damages or defects were found that would result in the needle deploying late; the cause of the reported event could not be conclusively determined. The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would contribute to an improper insertion of the cannula. The cause of the reported event could not be conclusively determined.